Event description:
During generator replacement surgery due to end of battery life, the surgeon discovered that the patient's lead was broken. Both the lead and generator were explanted and replaced. The original lead was disconnected from the original generator, after which a replacement generator was attactched to the original lead, subsequent device diagonistic testing first resulted in lead impedance dc-dc code 5. The lead and generator wer disconnected from each other and then reconnected, after which repeat device diagnostic testing resulted in lead impedance dc-dc code 7. Via visual inspection of the lead, the surgeion noticed that "one of the leads was not intact". The lead was also explanted and replaced. Intraoperative device diagnostic testing of the replacement generator connected to the replacement lead was within normal limits, indicating proper device function.